Manufacturer narrative:
Due to covid restrictions and international travel ban, test equipment was sent to the site for the hospital bio-med to perform a series of tests and inspections on the subject eswl unit. The customer performing the evaluation found no sign of any issues with the unit. The energy levels were tested and where within tolerance, a visual of the degassing system showed no signs of malfunction, coupling cushion showed no signs of deformity, and inflation/deflation functioned properly. Hematomas are a known side-effect of eswl treatment.

Event description:
The customer, (B)(6) hospital, reported that two patients presented with hematomas following eswl treatment; both treatments took place on (B)(6) 2021. This report is for the second patient/event. Post eswl treatment on (B)(6) 2021, patient was admitted for bilateral subcapsular hematoma (3cm) on (B)(6) 2021. Patient was discharged (B)(6) 2021.